Event description:
It was later reported that no preoperative antibiotics were given and all cultures came back negative; no infection. The patient was to undergo allergy testing with a local dermatologist prior to re-implant of the system. It was later reported that the patient had received the allergy test kit and 11 of the 12 tests were negative. The patient was only allergic to parylene coated titanium, which is not present on the device system. The patient had been sent to a blood doctor who told the patient that she was unlucky. The patient stated that antibiotics were withheld until after the sample was collected as preoperative antibiotics were given for the first explant and culture results were negative. However, culture results were still negative following the second explant. The patient stated that following the explant they did an ¿antibiotic washout¿. Regarding the flipped pump, it was noted that the suture was not broken ¿it¿s just pulled through my tissue¿. The surgeon that implanted the pump had used the pouch to help secure the pump. The patient was to have a different surgeon who does not use the pouch re-implant the device system. The surgeon wanted to implant a smaller silicone covered pump; however, the patient was unsure why and did not want the smaller pump as it would have to be refilled twice as often. The patient stated that she is diabetic and has heath issues and having the pump taken out ¿destroyed me¿. The patient was back on narcotics for one week and stated ¿I have no life¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were explanted due to a suspected infection. A revision was performed to suture the pump as it was ¿highly mobile and possibly flipping¿. When the surgeon opened the pump pocket it was filled with pus. The surgeon decided to remove the pump and catheter and cultured the pump pocket. It was later reported that the pump and catheter were explanted on (B)(6) 2013. It was noted that the surgeon decided to remove the device system due to the patient¿s history of surgical infections. Results of the culture were not available at this time. The device system was used to deliver morphine. It was later reported that this was the second time the patient¿s pump had been removed due to infection (please refer to manufacturer report # 3004209178-2013-08700 for previous explant due to infection). Due to the reoccurrence of infection the patient¿s healthcare provider (hcp) recommended and allergy test to find out of the patient was allergic to the metal of the pump. Since the explant the patient stated she was in horrible pain. The patient stated that she missed her pump, she had a life with her pump, and without it ¿I don¿t enjoy life at all¿. The patient was last in contact with the hcp on (B)(6) 2013 and was to contact the hcp again for a follow-up. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the pump ¿rotates in the pocket¿. The date of onset of patient symptoms was 2013-(B)(6). The patient had been hospitalized for the event. The patient symptoms resolved and patient outcome was reported as recovered without sequelae.